Event description:
The customer observed falsely elevated alinity c creatinine (enzymatic) results for multiple samples. The following data was provided (customer provided normal range: 64 to 104 umol/l): on (B)(6) 2024 sid (B)(6) initial result = 647.4 umol/l, repeat on another alinity = 20.7 umol/l. On (B)(6) 2024 sid (B)(6) initial result = 1394.5 umol/l, repeat on another alinity = 76.0 umol/l. No impact to patient management was reported.

Manufacturer narrative:
Service reviewed the module logs and determined the cause of the discrepant results could have been the alnty c-series sample probe. The customer inspected the sample probe and found gel on the part. The alnty c-series sample probe was replaced which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results were reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty c-series sample probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alnty c-series sample probe was identified.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c creatinine (enzymatic) results for multiple samples. The following data was provided (customer provided normal range: 64 to 104 umol/l): on (B)(6) 2024, sid (B)(6), initial result = 647.4 umol/l, repeat on another alinity = 20.7 umol/l. On (B)(6) 2024, sid (B)(6) , initial result = 1394.5 umol/l, repeat on another alinity = 76.0 umol/l . No impact to patient management was reported.